Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 11 jun 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
It was reported by the patient's mother to the distributor that one of the introducer buttons had migrated into the patient's stomach and became infected. For 21 days prior to reporting the issue, the patient was experiencing severe pain and had been referred to three different hospitals in (B)(6). On (B)(6) 2018 the hospital removed the feeding tube without issue. The patient was also awaiting an operation to remove the button which had migrated inward. The hospital reported that the infection was due to the introducer button and not due to the feeding tube. No further information has been provided at this time.

Manufacturer narrative:
No sample was returned for evaluation. Photos were provided of the suture-lock-button migrated into the patient's skin, which appeared red, confirming the complaint that involved a local skin infection. The root cause could not be conclusively determined; however, the impacted gastropexy suture-lock-button remained secure, and the other two gastropexy devices performed as intended. In addition, the feeding tube was not directly associated with the reported event. All information reasonably known as of 10 aug 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 29 jun 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Per additional information received on 19 jun 2018 from the distributor, as reported to them by the patient's parent, the patient had the device removed 25 days after it was placed (placement date (B)(6) 2018). The probe was removed without anesthesia but the anchor was removed under "full anesthetics" due to the inflammation. The patient received morphine, which caused vomiting. The tube was initially placed due the patient had developed reactive hypoglycemia following a gastric bypass operation. To treat the infection, the patient received penicillin (2 tablets, 3x daily). Currently, the patient is feeling well and has recovered from the infection. The patient has no device at all placed, and is scheduled to have another surgery to revert the stomach back to its original state. The parent does not know the product number only that it is named mic g and had three anchors.